Event description:
It was reported that pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed a transseptal puncture (more anterior) and advanced the wire across. Subsequently, the watchman sheath was across the septum. A non-boston scientific pigtail catheter was then inserted. Anesthesia reported that the patients' pressure dropped. A check for effusion was requested, and an effusion was noted on transesophageal echocardiography (tee) at posterior/left sided. The physician pulled everything back to the right side, administered protamine to the patient and performed a pericardiocentesis to drain the effusion. Following drainage, the effusion resolved. The patient was kept overnight for observation and expected to fully recover. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that pericardial effusion occurred. The procedure was cancelled. During a left atrial appendage closure (laac) procedure, a versacross connect laac was selected for use. The physician performed a transseptal puncture (more anterior) and advanced the wire across. Subsequently, the watchman sheath was across the septum. A non-boston scientific pigtail catheter was then inserted. Anesthesia reported that the patients' pressure dropped. A check for effusion was requested, and an effusion was noted on transesophageal echocardiography (tee) at posterior/left sided. The physician pulled everything back to the right side, administered protamine to the patient and performed a pericardiocentesis to drain the effusion. Following drainage, the effusion resolved. The patient was kept overnight for observation and expected to fully recover. The patient has been discharged. The device is not expected to be returned for analysis (discarded).

Manufacturer narrative:
The device did not return for analysis. However, based on the media provided, the reported allegations were not confirmed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.